Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU) states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body...gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. It should also be noted that the proglide IFU states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. Based on the reported information the reported deployment out of sequence appears to be related to user deployment technique. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficult to remove the device from the anatomy include, but not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to a watchman interventional procedure. Reportedly, the suture of the first proglide device was successfully preplaced. The second proglide device was inserted at an incorrect angle, flexing too much which caused the device to bend at the guide. The second proglide device was removed and a third proglide device was attempted; however, deployment sequence of steps was performed incorrectly. Instead of depressing the plunger the plunger was pulled out. The lever was returned to the down position prior to attempted device removal; however, the proglide device became stuck. The physician was advised to send the patient to surgery for device removal but instead the proglide device was pulled out with fascia attached to the foot. Extensive ultrasound imaging confirmed no injury to the vessel, no hematoma, no patient issues, pulses were great. The suture of the first proglide device was removed. Hemostasis was achieved with a figure of 8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Another puncture was made to complete the watchman procedure. No additional information was provided.